Event description:
It was reported that the system with this cardiac resynchronization therapy pacemaker (crt-p) device and right atrial (ra) lead stored some atrial tachycardia response (atr) episodes. Technical services (ts) reviewed the data and noticed poor morphology of the rhythm and noisy signals on the right atrial (ra) channel. Ts suspected cause of the noted observations to be old surgically abandoned leads in the ra. Device exhibited oversensing due to noisy signals resulting in stored atr episodes. Device sensing was reprogrammed, and programming to automatic gain control (agc) settings were discussed. In the atr episode, patient experienced atrial flutter but was resolved after mode switch. Additionally, patient experienced extra beats. This lead remains in service and no additional adverse patient effects were reported.